Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) failed to change or transition, making it impossible for the operator to execute deployment, and the indicator wire loop was not deployed or showing when the device was removed from the patient. Manual compression was performed to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Because the deployment mechanism was never activated due to the indicator failure, subsequent mechanical steps, including the audible click, indicator wire cowling lock, and appearance of the wire loop upon removal, did not occur. The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. The exoseal vcd and vascular sheath introducer were not retracted together until bleed back significantly slowed or stopped. The indicator window did not show any red or black color. The physician did not have their thumb placed on the plug deployment button during retraction. The device was not attempted to be deployed outside the patient¿s body. An antegrade approach was used. The exoseal vcd was used in an interventional procedure. The operator was trained in the device. The exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.